Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose (bg) ranged from less than 240 mg/dl to over 500 mg/dl. The supplies were changed and boluses were delivered to address the event as well as bg. During troubleshooting for the current occlusion alarm, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. Reportedly, customer resumed insulin delivery with the same supplies.